Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-04362 for the first spyscope ds ii access & delivery catheter, 3005099803-2025-04368 for the second spyscope ds ii access & delivery catheter, and 3005099803-2025-04366 for the spy ds controller. It was reported to boston scientific corporation that the spyscope ds ii access and delivery catheter was used with a spy ds controller in the distal bile duct for the treatment of bile duct stones during a cholangioscopic lithotripsy procedure on (B)(6) 2025. During the procedure, the spyscope failed to produce an image and only black dots appeared. After switching to a second spyscope, the same issue occurred. Consequently, the patient's hospitalization was extended, and the procedure was rescheduled for (B)(6) 2025. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: during product analysis, the controller showed evidence of fluid ingress, which resulted in corrosive damage. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. The reported complaint regarding visualization was confirmed. Based on the analysis of the returned device and all available information, it is likely that the reported event of the screen not displaying, could be due to corrosive damaged of the fluid ingress. Therefore, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-04362 for the first spyscope ds ii access & delivery catheter, 3005099803-2025-04368 for the second spyscope ds ii access & delivery catheter, and 3005099803-2025-04366 for the spy ds controller. It was reported to boston scientific corporation that the spyscope ds ii access & delivery catheter was used with a spy ds controller in the distal bile duct for the treatment of bile duct stones during a cholangioscopic lithotripsy procedure on (B)(6) 2025. During the procedure, the spyscope failed to produce an image and only black dots appeared. After switching to a second spyscope, the same issue occurred. Consequently, the patient's hospitalization was extended, and the procedure was rescheduled for (B)(6) 2025. No patient complications were reported as a result of this event.